Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that contamination occurred. A 4.0mmx30mmx135cm sterling balloon catheter was selected for use in a common carotid artery. During the procedure, it was found that it had gas in the sterile package and the device sterility was compromised. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that contamination occurred. A 4.0mmx30mmx135cm sterling balloon catheter was selected for use in a common carotid artery. During the procedure, it was found that it had gas in the sterile package and the device sterility was compromised. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The packaging did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities.